Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported to the distributor by the customer that the suture is separating from needle at swage. It is unknown if there were any patient consequences. The device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: I am taking the time to answer the questions posed in your last email to our office. 1. 2. Please confirm if 7 devices had the issue during one procedure or if multiple procedures were affected. If multiple procedures, please confirm the quantity of sutures that separated during each procedure? A. The issues have resulted during multiple procedures. On average 2-4 sutures have separated at the same spot (connection between the suture and needle). It has been a total of 17 sutures (not 7) that this has occurred with. When did the needle detach/pull off from the suture? A. The needle generally detached during the process of the passing through the tissue for the first or second time. It was not in the removal of the suture from the packaging. B. There were no patient consequences we have been ordering this specific suture for 30 years and have never had this issue continue to arise. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-08012024-0001547316, mwr-15022024-0001574583, mwr-15022024-0001574582, mwr-15022024-0001574584, mwr-15022024-0001574585.